Event description:
Pt had urgent surgery (B) (6) 2009 for aortic ascending thoracic aneurysm. Pt expired (B) (6) 2009. Death summary states: multi-system organ failure due to sepsis. Source of sepsis felt to be wound of surgical/mediastinum and pneumonia. Hospital did an rca (root cause analysis) and there were two (2) devices that came up suspect. One was the sealant bioglue 5ml, lot#s 09mucv007, 09muv008, 09sjv038, 09sjv051.